Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during routine replacement of the pacemaker, the right ventricular (rv) lead was noted to be stuck in the header. The lead was able to be pulled out of the device header, however, the lead sustained damage during removal. The lead was then surgically abandoned and replaced and the device was successfully explanted and replaced. No adverse patient effects were reported.